Manufacturer narrative:
H3 other text : device not available

Event description:
Consumer reported 4 issues he's having with his syringes in this lot and previous lots. He could; not provide the previous lot numbers. Stated, needle shields are hard to remove stated, needle hub separates as a result of pulling really hard on the needle shield stated, individual bags are harder to open, (they are perforated but don't open easily) stated, he is seeing "dead space" in barrel which is giving him a little more than one unit when he draws up. Stated, his blood sugar has not been affected. Lot: 3163567, (could not provide previous lots or how many boxes were affected previously) catalog: 328291 date of event: unknown samples: yes cl

Manufacturer narrative:
Additional information was added to: g6, h2, h3, h6, h10 correction to h3 investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.